Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump had physical damage to it. The blood glucose reading was 474 mg/dl. The customer stated that there was a crack on the face of the insulin pump and that the device rewinds "really hard." The customer had been wearing the insulin pump and banged it against a desk prior to observing the damage. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.